Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted in the patient's right eye approximately 30 days post implant. The surgeon planned to explanted the lens per patient's request. Additional information was requested, but has not been received.

Manufacturer narrative:
Additional information: device available for evaluation?, device evaluated by MFR? And device manufacture date. The lens was explanted and returned to b+l for evaluation. Visual inspection found both haptic plates torn from the optic, one haptic plate with haptic arms attached and the other haptic plate missing. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.